Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative arthritis. Due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to instability and pain. The surgeon reported gross instability with especially in med flexion. He noted fluid in the tibial area. The surgeon indicated the tibial component was easily separated from the cement. He reported the area was edematous underneath the cement where it was not bound down to the bone. The surgeon indicated edema was under the metaphyseal area of the femur, and noted the femoral component was easily moved. Both the femoral and tibial components were revised. The surgeon did not comment on the patellar component and it was not revised. The patient was implanted with depuy knee system and unknown bone cement. There were no complications reported. Doi: (B)(6) 2015; dor: (B)(6) 2018 (lt knee).